Manufacturer narrative:
The device was not returned for evaluation, images was provided, which confirms the reported event. Five images was supplied, the images confirm that black foam was attached to the wound bed as described. A documentation review was performed. Manufacturing records and processes. The manufacturing records and processes for the reported batch contain no contributory factors, records confirm that this batch was manufactured, meeting the required specifications. All inspection and testing requirement was met prior to release. Complaint history and escalation actions. Historical review details previous cases of this nature, which are considered isolated in scope and there are no open nor closed escalation actions. Related to this event type. The "IFU" instruction for use, has been reviewed which provides adequate instruction regarding its safe operation and use, in the dressing changes section of the IFU, in section 5 it states: if foam dressing adheres to the wound, apply normal saline into the wound dressing and let it set for 15 - 30 minutes before gently removing the foam. A review of the product risk files, find the combination of product, event type and associated harms are anticipated, with no updates required. Medical review conclusion: based on the information provided, a user error was the likely cause of the reported adverse event. It is unknown if the IFU for the renasys f medium w/soft port was adhered to. Of note, the foam was removed using a blade and a versajet. This case does not defer to a deficiency or an association with the reported adverse event and the s+n renasys f medium w/soft port. Further impact to the patient beyond reported the adhered foam and its removal is not anticipated since it was reported the patient was not harmed as a consequence of this problem. Therefore, no further clinical/medical assessment is warranted at this time. As detailed in the medical report the probable cause is deemed to be user error. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed, therefore no corrective actions are deemed necessary.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that, during npwt, the foam of one (1) renasys f medium w/soft port stuck to the patients' vessel. The foam was removed using a blade and a versajet. Treatment was resumed, without any delay, using a s+n back-up device. Patient was not harmed as a consequence of this problem.